Manufacturer narrative:
Corrected information was provided in d4 (catalog and serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the bleeding issue was not determined due to lack of clinical details, no product returned for analysis. The cause of position issue was most likely patient condition related due tortuosity vessel condition per clinical.

Manufacturer narrative:
H6 medical device problem code corrected from the initial report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 70 year old male with an indication for use of impella support due to acute myocardial infarction and cardiogenic shock (pre support clinical state consistent with scai shock stage c) was brought to the catheterization lab for placement of an impella cp. The device was implanted on (2026 at 7:25 pm via the right femoral arterial access using a percutaneous approach. Upon arrival to the lab, the impella displayed a ¿pump in aorta¿ alarm. The physician attempted to advance the device; however, advancement was unsuccessful. During these attempts, bleeding was observed at the groin insertion site with concurrent hematoma formation. Due to these findings and inability to reposition the device, the physician elected to remove the impella. The impella cp was removed due to inability to advance the device and associated groin bleeding with hematoma formation. The reported groin bleed and hematoma is consistent with access site complications and the anticoagulation/purge requirements associated with impella support. The failure to advance is most plausibly related to patient specific anatomic tortuosity. The patient survived the event, and no additional clinical complications were reported at the time of explant.